Event description:
As reported the tip of the device seemed to be peeled off. The rubber at the tip is torn and destroyed. The issue occurred during reprocessing. There was no patient involvement reported due to the event. No user injury reported.

Manufacturer narrative:
The returned device was evaluated. Inspection found the customer reported issue was confirmed. Upon inspection, a non-olympus a-rubber was observed and was found to be torn. The c-body and the insertion tube were both found dent. Chip was also observed on the c-body and c-cover was found damaged. Leaking was also observed on the bending section. Based on evaluation findings the failures found could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, the suggested device had multiple non-conformities which may have occurred by impact from hitting and dropping, interference with the endo therapy accessories, etc. Hence, it was presumed that a-rubber was torn by the physical stress, which led to occurrence of the phenomenon, however, it cannot be able to specify the cause of the suggested event since it was found that third-party a-rubber was assembled to the device, and there was no detailed information regarding its durability. The subject device was not repaired by olympus within the past one year. However, the device was likely repaired by a third-party agency within the past one year due to there was trace of third-party repair. As stated on the IFU (instruction for use) the user manual states: important information ¿ please read before use: prohibition of improper repair and modification: equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and cannot be warranted by olympus in any manner. Olympus will continue to monitor complaints for this device.